Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was ¿low¿ (specific bg value was not provided). Customer consumed carbohydrates to address low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.